Event description:
It was reported that the patient with this right ventricular (rv) lead presented for routine follow-up and failure to capture was observed at high capture threshold. Upon fluoroscopy, the lead helix was noted to have partially retracted, and the lead was still at its implanting position. Intervention was then performed and the physician attempted several times to retract the helix and then to extend it, however, this was unsuccessful even after more than 25 turns. The decision was made to explant and replace this lead with a competitor product. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The unintended use error caused or contributed to event was selected based on the report of helix auto-extension. The helix can become unintentionally extended or retracted if the lead body is rotated while the terminal pin (likely with the fixation tool attached) is held stationary.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented for routine follow-up and failure to capture was observed at high capture threshold. Upon fluoroscopy, the lead helix was noted to have partially retracted, and the lead was still at its implanting position. Intervention was then performed and the physician attempted several times to retract the helix and then to extend it, however, this was unsuccessful even after more than 25 turns. The decision was made to explant and replace this lead with a competitor product. No additional adverse patient effects were reported. The device was returned for analysis.